Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the pump was in good condition. No apparent contamination. Customers reported issue was not duplicated during syringe tests. All size calibration verifications are within the required specifications. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced barrel clamp guide, barrel clamp rod, barrel spring and barrel clamp head screw. Performed syringe test and all functional tests which passed. Report source is unknown. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that an invalid syringe size error while pumping event occurred. No patient injury reported.